Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. The break in aseptic technique was further specified as touch contamination. The peritonitis manifested as abdominal pain and cloudy effluent. The patient was hospitalized for the event and began treatment vancomycin and kefzol intraperitoneally (ip) (dose and frequency not reported). Treatment was eventually discontinued and the patient was discharged from the hospital. Five days later, the patient was readmitted to the hospital for catheter related issues. The patient¿s catheter was removed and the patient was placed on hemodialysis. On a later date, the patient experienced peritonitis manifested by a fungal/yeast infection. Treatment information was unknown. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis. No additional information is available at this time.